Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that he usb cable was bent. Subsequently, the usb cable could no longer fit into or charged the pump. There was no impact to the customer's blood glucose level. A replacement cable was sent to the customer.